Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to close out of all applications, uninstall g5 and g2 share applications, reinstall the g5 application, and re-pair the devices. No additional patient or event information is available.